Event description:
It was reported that there was possible loss of capture (loc) on the right ventricular (rv) lead channel of this pacemaker system. Technical services (ts) reviewed the presenting electrogram (egm) and found two small deflections present with no oversensing. These were attributed to possible ectopic beats. Ts suggested further evaluation in clinic. No adverse patient effects were reported. Currently, this pacemaker system remains in service.